Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107/won't power up) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u1003 pld processor on the computer/analog board. The root cause for the defective u1003 pld processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A monitor was returned to the distributor and it was reported that the monitor was unable to power on properly and was displaying a service code 107 (multiple abnormal shutdowns).